Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient lost weight in the previous month, causing the ipg to migrate in the pocket to the right buttock. In turn, surgical intervention was undertaken wherein the physician added extensions and moved the ipg to the left side. The ipg was also explanted and replaced per physician's discretion. Postoperatively, the issue was resolved.